Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2001. The pt has a history of hypertension, benign prostatic hyperplasia, an ejection fraction of 35% and extreme obesity. It was reported that at implant the stent graft was placed 1cm lower in the aortic neck than intended. It was reported that on an unknown date distal stent graft migration of greater than 2cm and a type I endoleak were detected. The aneurysm was reported to be 8cm in diameter. The aortic neck was reported to have dilated over time and measured 2.7cm in diameter at the level of the renal arteries, and at 1cm distal to the renal arteries, measured 3cm in diameter. The pt was reported not to be a candidate for surgical repair. A talent aortic extension cuff was successfully implanted in 2004. Final angiogram demonstrated resolution of the endoleak. No add'l sequelae were reported and the pt is reported to be fine.